Event description:
It was reported by service report that the brakes were not working at the both head and foot end. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: brake plate kit, brake crank assembly.